Event description:
Two discordant low immulite 2000 estradiol results were generated on two patient samples. The sample was subsequently repeated by the laboratory with higher results. Corrected reports were sent to the physician(s). There is no known report of treatment given or withheld based on the discordant estradiol results. Note: the customer reported that there were also discordant hcg and afp results, however did not provide the data.

Manufacturer narrative:
A siemens technical service center front line support person assisted the customer over the phone. Fluid would not move through the tubing associated with the probe wash bottle, the siemens technical service center front line support person directed the customer to change the probe wash bottle and prime the system. The instrument is performing within specifications. No further evaluation of the device is required.